Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a pr logic detection. The analyst noted that the pr logic for at/afl criteria triggered on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had ventricular tachycardia (vt); experienced dizziness, and fell to the ground, which resulted in facial injuries that required sutures. It was also reported that the implantable cardioverter defibrillator (ICD) device withheld therapy due to wavelet being trumped by the pr logic discriminator. Reprogramming was performed to turn off pr logic. The device remains in use. No further patient complications have been reported as a result of this event.